Manufacturer narrative:
Additional information : device manufactured between may 31, 2018 to june 03, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Recall: 3010291427-09/12/2018-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 250 ml eva tpn bags leaked from the neck of the patient administration port. This occurred after compounding. There was no patient involvement. No additional information is available.